Event description:
It was reported that during a vena cava filter retrieval procedure, guided fluoroscopy demonstrated a detached limb. The filter was retrieve successfully; however, a detached leg and caudal foot anchor could not be retrieved after several attempts were made. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. (B)(4).